Event description:
On (B)(6) 2012, product surveillance contacted the home patient (hp) to follow up on an unrelated alarm. The hp stated that they were on antibiotics for an infection. The peritoneal dialysis registered nurse (pdrn) was contacted on (B)(6) 2012 in order to obtain additional information regarding the reported infection. The pdrn stated that the hp had been diagnosed with peritonitis on an unspecified date. The hp was not hospitalized for the event. The hp was treated with 1 dose of cipro (dose and route not reported) followed by cephazolin and fortaz (dose, route and frequency not reported). The cause of the peritonitis was user error, defined as the hp had a fan heater on in the room while connecting. The hp was retrained on proper aseptic technique and is recovering from this event.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A sample is not required for use error as there is no allegation against the device. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Based on the information obtained during baxter's investigation, this incident was confirmed. The root cause for the report of use error-breach in aseptic technique, which resulted in the peritonitis was undetermined. The label review found the labeling adequate for the use error that was identified in this complaint. A follow up report will be submitted if additional information becomes available.